Event description:
A customer reported that an intraocular lens (iol) had a 15 degree deviation from the implanted axis after implantation. The patient's vision was reported to be impaired. An additional surgery for repositioning from 125 to 110 degree was performed on (B)(6) 2015. On the first postoperative control one day after repositioning the iol was confirmed to be at 111 degree. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. A root cause has not been identified. Additional information has been requested and received. (B)(4).